Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the foot end casters to repair the stretcher.

Event description:
Information received indicates the foot end casters ratchet slightly when in the brake position.